Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine, source: phone.

Event description:
Reported 1 false positive result for quickvue otc on 1 patient. Patient was tested twice resulting positive both times. The consumer communicated the result was confirmed by either another rapid antigen assay test or pcr. It is unknown if consumer was symptomatic or asymptomatic at time of testing. Additional mdrs to be filed for each event.